Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on same day." And device monitoring procedure not performed "didnot undergo an essure confirmation test". The patient's medical history included anxiety, depressive disorder, esophageal reflux, c-section in 2002, loop electrosurgical excision procedure, gastroesophageal reflux disease, migraine and headache. Concurrent conditions included uterine bleeding, endometriosis of uterus, perineal pain, cervicitis, nabothian cyst, cervix inflammation and dysfunctional uterine bleeding. Family history included autoimmune disorder. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), famotidine, fluoxetine hydrochloride (prozac) and moxifloxacin hydrochloride (topomox). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastro-esophageal reflux"), 2 years 3 months after insertion of essure. The patient was treated with surgery (ablation and underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and perineal pain was resolving and the anxiety, migraine, headache and gastrooesophageal reflux disease outcome was unknown. The reporter considered anxiety, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-mar-2019: pfs received. Event severity added for: severe pelvic pain. Event outcome added for: perineal pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total hysterectomy). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on same day.". The patient's past medical history included anxiety, depressive disorder, esophageal reflux, c-section in 2002, loop electrosurgical excision procedure, gastroesophageal reflux disease, migraine and headache. Concurrent conditions included uterine bleeding, endometriosis of uterus, perineal pain, cervicitis, nabothian cyst, cervix inflammation and dysfunctional uterine bleeding. Family history included autoimmune disorder. On (B)(6) 2013, the patient had essure inserted. In december 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and investigation noncompliance outcome was unknown. The reporter considered investigation noncompliance, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on same day." The patient's past medical history included anxiety, depressive disorder, esophageal reflux, c-section in 2002, loop electrosurgical excision procedure, gastroesophageal reflux disease, migraine and headache. Concurrent conditions included uterine bleeding, endometriosis of uterus, perineal pain, cervicitis, nabothian cyst, cervix inflammation and dysfunctional uterine bleeding. Family history included autoimmune disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced investigation noncompliance ("did not undergo an essure confirmation test"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and investigation noncompliance outcome was unknown. The reporter considered investigation noncompliance, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia,device monitoring procedure not performed, medical device monitoring error are added. Lot number & lab data updated. Historical & concomitant conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on same day.". The patient's past medical history included anxiety, depressive disorder, esophageal reflux, c-section in 2002, loop electrosurgical excision procedure, gastroesophageal reflux disease, migraine and headache. Concurrent conditions included uterine bleeding, endometriosis of uterus, perineal pain, cervicitis, nabothian cyst, cervix inflammation and dysfunctional uterine bleeding. Family history included autoimmune disorder. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastro-esophageal reflux"). On an unknown date, the patient experienced investigation noncompliance ("didnot undergo an essure confirmation test"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, investigation noncompliance, anxiety, migraine, headache, gastrooesophageal reflux disease and perineal pain outcome was unknown. The reporter considered anxiety, gastrooesophageal reflux disease, headache, investigation noncompliance, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received. Events psychological or psychiatric problems condition: anxiety, migraines / headaches, gastrointestinal or digestive system condition type: gastro-esophageal reflux were added. Event onset dates were added. Reporter information added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a (B)(6) year-old female patient who had essure (batch no. B04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure insertion done on same day." And device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included anxiety, depressive disorder, esophageal reflux, c-section in 2002, loop electrosurgical excision procedure, gastroesophageal reflux disease, migraine and headache. Concurrent conditions included uterine bleeding, endometriosis of uterus, perineal pain, cervicitis, nabothian cyst, cervix inflammation and dysfunctional uterine bleeding. Family history included autoimmune disorder. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), famotidine, fluoxetine hydrochloride (prozac) and moxifloxacin hydrochloride (topomox). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches") and perineal pain ("perineal pain"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastro-esophageal reflux"), 2 years 3 months after insertion of essure. The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the anxiety, migraine, headache, gastrooesophageal reflux disease and perineal pain outcome was unknown. The reporter considered anxiety, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Event: bleeding outcome were updated. Concomitant drugs were added. Pt of event investigation noncompliance updated to device monitoring procedure not performed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.